Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative performed tests and detected an anomaly in the aspiration of a pipette. He replaced the probe and performed checks and tests with acceptable results. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 288.1 pg/ml. The repeated result was <5 pg/ml. The sample was repeated again, but the exact result value was not provided. It was noted that the result was the same as the first repeated result. The sample was repeated as the result did not match the clinical diagnosis of the patient.